Manufacturer narrative:
The device has been retained by the user facility; therefore, it is not available for evaluation. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a cataract surgery, the canula from the viscoelastic device came loose during injection and perforated the pt's posterior capsule. Subsequently, the surgeon performed a vitrectomy. The cataract surgery was aborted and the pt was referred to a retinal specialist. The pt's current prognosis is unk. Additional information has been requested, but has not been rec'd.